Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced system power manager (spm) to resolve the issue. The system was verified and ready to use. Isi has not received the spm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that the patient side card (psc) would not power on. Prior to calling the intuitive surgical inc technical support engineer (tse) the caller had already checked that the psc breaker was set to on, that the emergency power off button was not pushed in, and that the power cable was connected to a power socket. The vision side cart (vsc) and surgeon side console (ssc) powered on normally. It was unknown how long the psc had been connected to a power socket. All of the battery leds were off. The tse reviewed the system logs and found error 816 against the psc battery. The tse guided the caller with trying another socket, but the issue persisted. The psc was swapped out and the surgery was started as planned. The psc was left connected to a power socket to charge the battery, and was power cycled, but the issue remained. The reported issue occurred before ports had been placed.